Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the stapler appeared to fire correctly on the side to side anastomosis. Surgeon said that he did not notice any abnormal bleeding after firing the stapler. They completed the surgery. The patient appeared to be having difficulties and signs of problems with the surgery and was taken back to the operating room to be reoperated on and check. When they checked the stapler line they found the anastomosis had failed and that there was some intralumenal arterial bleeding. The surgeon decided to cut the original anastomosis out and redo it from the start. No patient injury. No tissue loss, no tissue damage and no bleeding. No reinforcement material used. Surgical was delayed by more than 30 minutes. Nothing was left in the surgical cavity. Patient status is recovering. The device is not being returned, it was discarded after the procedure.